Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation and the condition of the subject device, a definitive root cause could not be determined. However, investigators believe that a broken image sensor unit may have led to the reported failure. The breakage of the image sensor unit may have been due to an irregular load on the bending section as that section was confirmed damaged during the device evaluation. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the evis exera iii bronchovideoscope exhibited no image. The issue occurred during preparation for use of an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.